Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). (B)(4). Will not be returned to manufacturer

Event description:
Customer received result of 9.4 mmol/l on the mobile system, and a result of 3.3 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer ate breakfast and hypoglycemic symptoms improved. No adverse event reported. Requested return of suspect device; however, the customer no longer has the test cassette.